Event description:
Surgically placed round saline implants over muscle-within one month implants drooped and became painful, developed capsular contracture. Second surgery removing capsule and placing new round saline textured implants under muscle. Immediately began having pain attacks, developed livido reticularis, joint and muscle pain, had to be hospitalized due to severe pain, pain in left eye, hearing loss in left ear, ra, fibromyalgia, lupus, unk connective disease, chronic fatigue, memory loss, inability to focus- these are just some of the symptoms that I have had for the last 4 yrs- product defect. Implant ruptured and I now have excruciating pain under arm and in rib cage. Dates of use: still implanted, 03/2004-12/2007.